Event description:
Healthcare professional reported "rupture/deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification: record noted "rupture/deflation", this record will default to a saline device as device and fill are unknown. The record will represent deflation at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.